Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced infusion set pulling out due to tape not sticking on (B)(6) 2026. No further information available.